Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s gcm reading was low (no specific value could be recalled). No bg meter comparison value was reported at this time. The patient was experiencing disorientation and brain fog. The patient¿s sister brought the patient to the emergency room (ER). At the ER, a bg meter reading was taken but the patient could not recall the specific value. The cgm was reportedly still reading low (again, no specific value was provided). The patient also could not recall what medication or treatment she was provided. She was discharged later the same day. The patient was still feeling disoriented at the time of report. Attempts to reach the patient for further event clarification were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional h6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s gcm reading was low (no specific value could be recalled). No bg meter comparison value was reported at this time. The patient was experiencing disorientation and brain fog. The patient¿s sister brought the patient to the emergency room (ER). At the ER, a bg meter reading was taken but the patient could not recall the specific value. The cgm was reportedly still reading low (again, no specific value was provided). The patient also could not recall what medication or treatment she was provided. She was discharged later the same day. The patient was still feeling disoriented at the time of report. Attempts to reach the patient for further event clarification were unsuccessful. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration.